Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A review of the electronic patient records determined that the device was configured with 15 seconds of preshock CPR. This will result in the device prompting for 15 seconds of CPR, after a shockable rhythm is detected. This will occur while the device is charging defibrillation energy, and before a shock is delivered. The provided electronic patient records show the device performed 1 rhythm analyses, returning a "shock advised" decisions. In this case, the user failed to provide defibrillation within the 15 seconds allotted to press the shock button. A use error was identified by a clinical review, as the users did not follow the operating instructions to press the shock button within 15 seconds, which resulted in the device timing out and removing the charge. There was no evidence of a device malfunction.

Event description:
The customer contacted physio-control to report that during CPR, their device was used as a backup during a patient event. Initially, a lifepak 1000 defibrillator (catalog number 99425-000096/ serial number (B)(4)) was used and had reportedly made a strange noise and started monitoring every 15 seconds. When the customer subsequently switched to their other lifepak 1000, it had performed the same way. A review of the electronic patient records indicated that both devices made "shock advised" determinations, as they detected a shockable rhythm, but no shocks were delivered. The patient did not survive the reported event.